Event description:
It was reported to philips that the system did not start. No image signal was displayed on the data monitor and all the leds on the host pc were off. There was no response when the power button was pressed. The system was not in clinical use and no harm was reported to philips. A philips service engineer inspected the system onsite and confirmed a fault in the main power distribution unit (mpdu), which supplies voltage to the host pc. After replacing the mpdu, the system was returned to use in good working order.